Event description:
It was reported that during a procedure, the doctor used the standard smith & nephew technique for insertion of the twinfix anchors. The gold s&n awl was used to make a hole to the etched line. The 1st anchor was then inserted, as the first few threads were engaged, the tip of the anchor broke. It was removed. A 2nd ha twinfix anchor was inserted in identical manner and it also broke in the same fashion. The doctor made an intraoperative decision to abort and use a titanium 4.5mm twinfix anchor. This was inserted without error or delay.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.